Event description:
It was reported by the customer that they were experiencing an increase in blood glucose levels. Customer also stated their sensors were not calibrating correctly, causing them to overcorrect bolus amounts. Customer's blood glucose levels were 276 mg/dl at time of reporting and customer is treating with insulin pump. Nothing further reported.

Manufacturer narrative:
The test transmitter with the glucose sensor simulator communicates properly to pump. Pump programmed with blood glucose value on the glucose sensor simulator and all registered properly on the sensor graph noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked lcd window.(B)(4)